Event description:
It was reported that the pump started beeping ¿a good 2 days ago¿; telemetry had not yet been performed. The patient was out of state to be with her dying father who passed away on (B)(6) 2014. As of the date of this report, the patient had been yawning and sweating really badly; she remembered yawning the day prior as well. The patient thought that it was because she had been up with her father. The patient would be back home in 3-4 days. The pump had not been refilled since (B)(6) 2013; the patient stated she ¿forgot about it.¿ the device system was delivering morphine. It was later reported that the patient was experiencing withdrawal. The patient started having symptoms on (B)(6) 2014. As of (B)(6) 2014, the patient was ¿deathly sick¿, throwing up, and convulsing. The patient had missed her pump refill which was supposed to be last week. The patient was returning to her home state the evening of (B)(6) 2014. The patient¿s pump was completely empty. The patient¿s managing physician was unable to fill the pump until next month; they were looking for another physician that could refill the pump. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported that the managing hcp had not had any contact with the patient since last year and it was like "she just fell off the face of the earth:. The reporter didn't know if the patient was able to get the pump refilled or any other outcome. Additional information later reported the patient was evaluated on (B)(6) 2013 with a last pump fill date of (B)(6) 2013. The hcp was not sure where the patient was receiving treatment or who was maintaining the patient's intrathecal pump as she was no longer a patient at the facility.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).